Event description:
It was reported that the o2 manifold was leaking on the stand. The device was not being used for medical treatment; no further details were provided regarding the event. No patient or user harm was reported. Per the diagnostics performed by the engineer, the customer needed part ID for the o2 manifold on the v60 stand. It was reported that the unit was leaking when transporting the patient and emptying the e-cylinders quickly. It was also reported that the leak was coming out of the long hose that was disconnected from the wall during transport. The customer was provided with the part ID for o2 transport manifold with hoses.

Manufacturer narrative:
It was reported by the customer, that the transport manifold was replaced, and the unit was returned to service.